Manufacturer narrative:
Approximate age of device - 1 year. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that the patient underwent a pump exchange. It was reported that the patient expired on (B)(6) 2018. Additional information was requested but not provided.

Manufacturer narrative:
The explanted pump was not returned to the manufacturer for analysis. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was communicated that the cause of the death was due to exsanguination, and was not product related.